Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The five additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted using six proglide devices after an unspecified interventional procedure. Three proglides were attempted in the rcfa and the other three were attempted in the lcfa. Reportedly, all six of the proglide devices "failed". Another proglide device was used in each access site (rcfa and lcfa) to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.